Event description:
It was reported that following a right inguinal hernia repair in early 2025, the patient experienced postoperative swelling, bruising/hematoma, persistent pain, and difficulty with sitting, dressing, walking, climbing stairs, and wearing tight clothing. The symptoms reportedly persisted despite follow-up evaluations, physiotherapy, pain medication, topical treatment, and pain management consultation. Imaging reportedly showed no hernia recurrence and no granuloma. The patient was later informed that the symptoms were consistent with neuropathic pain, possibly related to prolonged postoperative hematoma and delayed nerve recovery. Additional pain management interventions were undertaken, including prescribed medications and topical capsaicin treatments. The patient reported ongoing functional limitation and persistent discomfort at the time of reporting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.